Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. The information for the additional 510k is as follows: g.4. PMA/510(k)#: k213670, k231373. Investigation summary: bd received 3 photos for the investigation. The photos were reviewed, and the indicated failure modes of incorrect component and mixed catalog were observed. Evaluation of the attached photographs shows 3 tubes with an incorrect stopper (red), that had been applied to an edta tube (should have been grey). Additionally, 1 different product number (serum - 367820), that is manufactured at a different location, was visible in the photograph. 100 retention samples from bd inventory were evaluated by visual examination and the issues of incorrect component and mixed catalog were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes incorrect component based on photos only. This complaint has not been confirmed for the indicated failure mode mixed catalog due to the other tube type in photos being manufactured at a different location. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use of the bd vacutainer® k2 edta (k2e) plus blood collection tubes, the stopper was the incorrect color in three (3) tubes and there was one (1) tube included in the shelf pack from a different material number. There were no health impact or consequences reported.